Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostyle device after a cardiac ablation procedure with a 6f sheath. Reportedly although the plunger was pushed until it made contact with the device body, the suture failed to deploy as the posterior needle did not engage with the cuff. A new prostyle device was used to achieve hemostasis. Two additional prostyle devices were also used in this procedure; there were no issues reported against these devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
E1, facility name: no. (B)(6). The device was not returned for evaluation. Lot history record and exception reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.